Event description:
Received medwatch mw5177859 which states: it was reported that the patient died. The patient presented with coronary artery disease and underwent percutaneous coronary intervention. The target lesions were located in the 80% stenosed and moderately calcified proximal left anterior descending (lad) artery and left circumflex artery (lcx). A 20 x 3.50mm promus elite drug-eluting stent was successfully deployed in proximal lad followed by a 2. 75 x 28mm non-boston scientific stent in the lcx. While in the coronary care unit (ccu), the patient developed sudden hypotension and chest pain, followed shortly by cardiac arrest. Cardiopulmonary resuscitation was performed immediately; however, the patient could not be revived and was pronounced deceased. The official cause of death was cardiac arrest. No autopsy was performed. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number were not reported, and the device was not returned. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effects of angina, cardiac arrest, death and low blood pressure / hypotension are listed in the xience alpine everolimus eluting coronary stent systems instructions for use as a known patient effects of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. B2: date of death is estimated. B3: date of event is estimated. D6a: implant date is estimated. Medwatch report mw5177859